Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up minute ventilation (mv) noise signal/oversensing was recorded thus the mv sensor settings was turned off. Boston scientific technical services (ts) discussed the case and noted the mv oversensing lasted for fifteen seconds and pace inhibition resulting in asystole was noted. The lead was a competitor lead. No adverse patient effects were reported.

Event description:
This device was included in the recent mv sensor signal oversensing advisory population.